Event description:
In 2008, it was reported to boston scientific corporation a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure the day prior. According to the complainant, during the procedure, the prolieve system displayed a "low-water level" error message. The cartridge was re-filled; however, the error message recurred. The prolieve catheter was changed due to a leak and the procedure was successfully completed. No pt complications were reported as a result of this event. The pt's condition was reported as "good."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and this cause for this event.